Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Based upon the information from oekg, omsc surmised that the subject device could not detect the light guide cable was attributed to the deterioration of the light guide connector insertion section by repeatedly long-term use because over six years had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon was duplicated (the fan motor not working) and found that the subject device could not detect the light guide cable. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc surmised that the reported phenomenon was attributed to the deterioration by repeatedly long-term use because over six years had passed from the subject device had been manufactured.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that there was a failure of the fan. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.